Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that there was no identifiable cause for the high impedances. The rep reported that the high impedances weren¿t resolved but they were able to reprogram around them for effective therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the settings not available message was seen on the controller. It was found that contact 5 was greater than 40000 ohms and contact 0 was greater than 15000 ohms. The representative removed contacts 5 and 0 from the programming. The indication for use was spinal pain. No patient symptoms reported.